Manufacturer narrative:
B3: date of event: the date entered is an estimation as the actual event date could not be obtained. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. A product deficiency could not be determined. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 ag self test taken on an unknown date. The consumer went to her doctor prior (date unknown) to taking the binaxnow test and received a positive result with an unknown test method. At the time of testing with her doctor, the consumer reported symptoms of a painful ear and throat. At the time of testing with the binaxnow test, she did not feel any symptoms. Although requested, the consumer declined to provide further information regarding the product, treatment, or outcome.